Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of endometritis ("endometritis") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of adenomyosis, menorrhagia, fibroids, sulfonamide allergy, drug allergy, obesity, pelvic mass, uterine adenomyoma, pelvic pain female and menometrorrhagia. Race - african american. Concurrent conditions were listed as retroperitoneal fibrosis and leiomyoma. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced endometritis (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered endometritis to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2009: reason for examination: patenoy of fallopian tube. Procedure: hysterogalpingagram. Flueroscopic images reveaed no evidence of tubal preaatesnocnyabdleespite pressure on the system. The balloon waa then deflated and tthoelercaetrevdical introducer was removed, the patient the procedure well and was discharged home the scout film did show the two hyperdensities reflecting the essure devices that the patient had placed in the office three months ago. These are seen in the pelvis. Impression; no evidence of tubal patency despite reasonable pressure on ther system. [Pathology test] on (B)(6) 2020: clinical information preoperative diagnosis: leiomyoma, cpp. Clinical data: postoperative diagnosis: leiomyoma, cpp, pelvic adhesions, retroperitoneal fibrosis. Specimen source: uterus, cervix, bilateral fallopian tubes; appendix. Diagnosis: robotic-assisted hysterectomy with bilateral salpingectomy: subserosal- intramural leiomyomata with degenerative stromal changes. Focal superficial adenomyosis. Endometrial polyp prolapsed through cervix, traumatized. Proliferative phase endometrium. Benign reactive cervix with previous erosion. Benign fallopian tubes. Uterine and peritubal serosal adhesions. Appendix, appendectomy: benign appendix with serosal adhesions. Gross description: the right fimbriated fallopian tube is 0.5 cm and demonstrates metallic, coiled contraceptive device partially within the lumen. The left fimbriated fallopian tubeis 6×0.5 cm, congested and demonstrates coiled metallic contraceptive device at the resection margin. Microscopic description a. Squamous intraepithelial lesion, endometritis, endometrial hyperplasia and malignancy are not identified in the examined sections. The metallic coiled devices within fallopian tubes are for gross examination only. [Ultrasound scan] on (B)(6) 2020: uterus was 13.6x6.1x5.8 cm. Multiple uterine fibroids with the largest measuring 2.4. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Event medical device removal is replaced with endometritis surgical pathology report added. Medical history and lab data updated. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2020, 4221 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2020, 4221 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.